Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, g3, g6, h10 review of event description: it was reported that the patient underwent implantation on feb 01, 2021. 6 weeks post implantation, it was found that one of the screw has backed out. Subsequently a revision has taken place on mar 18, 2021 during which only the 3rd screw that backed out was explanted. The surgeon was able to remove the screw without loosening the corelock. The corelock mechanism was engaged with a non-torque limiting driver after placing all the interlocking screws. Review of received data: - no medical data relevant to the case has been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing with a potential correlation to the reported event. - surgical technique: the surgical technique 197-glbl-en explains that the locking of the corelock is done using the corelock driver with torque limiting handle. Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle. Conclusion: it was reported that the patient underwent implantation on feb 01, 2021. 6 weeks post implantation, it was found that one of the screw has backed out. Subsequently a revision has taken place on mar 18, 2021 during which only the 3rd screw that backed out was explanted. The surgeon was able to remove the screw without loosening the corelock. The corelock mechanism was engaged with a non-torque limiting driver after placing all the interlocking screws. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the devices were received; therefore the condition of the components are unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. The locking of the corelock during implantation has not been performed as specified in the surgical technique using only the corelock driver with torque limiting handle. Instead, a non-torque limiting screwdriver was used. It remains unknown what the potential effect of this deviation from the surgical technique could be and if this may have potentially contributed to the revision surgery. Based on the investigation it can only be assumed that the potential migration of the screw might be multifactorial related to either patient condition and behaviour, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw the need for corrective measures is not indicated for the time being and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: proximal humerus, right, 11x160mm; item# 47249616011; lot# 3031558. Blunt tip screw, 4x42mm; item# 47248604240; lot# 3024693. Blunt tip screw, 4x44mm; item# 47248604440; lot# 3006464. Blunt tip screw, 4x65mm; item# 47248606540; lot# 3024760. Cortical bone screw , 4x34mm; item# 47248613440; lot# 3008285. Cortical bone screw , 4x34mm; item# 47248613440; lot# 3024393. Proximal humerus nail cap, 0mm; item# 47248801000; lot# 3025177. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to migration.

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to migration.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: e1,g3, h2, h10. The manufacturer received other documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).